Event description:
It was reported that after a da vinci assisted surgical procedure, error 45314 occurred and endoscope had no longer light. Another endoscope was tested and worked fine. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not confirm the customer reported complaint. The endoscope was received with missing screws on housing. Some other issues were detected. The attached endoscope adapter (aea) was found to be damaged. Later, on 02/24/2022, wpb defect was found.